Event description:
It was reported that the ilet pump touchscreen became unresponsive, preventing the user from sliding to unlock and use the device; a restart via the ilet app did not resolve the issue, and the problem involved the touchscreen component with an unresponsive input. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user as well as analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the touchscreen, presenting as an unresponsive key or button function. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Thank you for your attention to this summary.

Manufacturer narrative:
Initial.